Event description:
Clarification- no programming change was made, as initially reported. Additional information received indicated that the physician chose not to change any settings since the oversensing was no longer present.

Event description:
It was reported that during follow-up, stored episodes of inappropriate atp therapy due to post-sensed t wave oversensing was observed. Programming change was made.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.